Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 60, reference 3003960001, lot number b734bh2805 were manufactured on 25 january 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement heating time was not compliant. The prosthesis was removed due to fixation. Another cement and prothesis were implanted during the same surgery.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 1 641 products refobacin bone cement r 60, reference (B)(4), lot number b734bh2805 were manufactured on 25 january 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for refobacin bone cement r 60, batch b734bh2805 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement heating time was not compliant. The prosthesis was removed due to fixation. Another cement and prothesis were implanted during the same surgery. A delay of more than 15 minutes was reported during surgery.